Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified after loading a fluid filled set the device would alarm and not recognize a closed door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the upper latch/hook switch was out of specification. The mechanism required to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, after loading a fluid filled set the device would alarm and not recognize a closed door. No additional information is available.